Manufacturer narrative:
(B)(4). The hydrus microstent remains in-situ and is not available for evaluation. Based on the surgeon¿s consultation with expert opinion md (eomd), the anterior chamber shallowing is not related to microstent position. The device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Shallow anterior chamber is listed in the device labeling as a potential adverse event. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported successful implantation of the hydrus microstent prior to performing the phacoemulsification procedure. Immediately after the removal of the lens nucleus and phacoemulsification handpiece, anterior chamber shallowing from an increase in posterior chamber pressure was present for the remainder of the case. The surgeon requested information on the potential cause of the posterior pressure.